Event description:
Lt was reported that on an unknown date in 2008 the patient sustained an unknown injury. On an unknown date in 2009 the patient had l5/s1 anterior fusion surgery for placement of one competitor's bone graft, one anterior lumbar interbody fusion (alif) spacer, one sacral plate and four locking screws. The patient has a history of back pain, severe leg muscle pain, all over muscle pain, random burning and shooting pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).